Manufacturer narrative:
(B) (4). (B) (4). The set is at the user's facility. Per user policy, it can not be sent out for investigation. The lot number report indicated, they have in stock is 09055463. A review of that lot number history record did not reveal any mfg issues for the reported failure mode.

Event description:
Customer reported that while infusing tpn, a nurse noticed some sticky, tacky substance on the outside of the tubing distal to the drip chamber. When the drip chamber was gently squeezed, fluid came out of the bottom of the drip chamber. No pt injury. No further pt/event info was available.